Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the "mass stoma opening is off-center" which resulted in leakage where the pouch attaches to the mass. The mass was removed and replaced with the same product. There was no reported harm. No photographs were provided.